Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, further investigation of the logs show a ui crash that occurred due to a known wireless issue that has been addressed in vc11b release. If the last connected wireless ap is not available after system boot-up, the system is not able to re-connect and an exception can be thrown sporadically which causes the whole application to crash. The cse turned off wireless and the issue has not reoccurred. The recommendation to disable wireless has been provided. This is a software issue addressed in release 6.5.reference# (B)(4).

Event description:
During an ice exam, the system shutdown after some error messages. The system then intermittently did not boot correctly after rebooting. The customer completed the exam with another system. No injuries reported.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).